Event description:
It was reported that a patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised twelve (12) years post implantation due to a broken stem.

Manufacturer narrative:
(B)(4). D1: femoral stem - revision taper - nitrided cementless 16 mm diameter 135 mm stem length g2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Proposed component code: mechanical (g04)-stem. Visual examination of the provided pictures identified part of the stem has broken off inside of the proximal body. The body is covered in bio-debris. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided in the timeline relating to the revision. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: it was noted the stem was in good position in the canal, however the quality of the proximal support was unable to be determined as well as the size of the body relative to the femur. It was noted there is good distal fixation, and no other factors were noted that could have led to the stem fracture. A definitive root cause cannot be determined. This complaint was confirmed based on the provided pictures and x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.